Event description:
Ous MDR - after an implantation period of 7 days, a loss of capture was reported. No adverse patient side effects have been reported. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected. Particularly the header of the pacemaker was investigated. During the visual inspection residues of oil in the lead port were noticed. It is assumed that this oil was introduced during the implantation procedure. The set screw could be easily screwed in and out. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed documenting a flawless device behavior. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.